Manufacturer narrative:
H2: additional information: see d10 h3:  one level 1 hotline low flow system was received with large cracks on the reservoir cover along all the edges and corners, dirty enclosure and missing drain fitting, drain tube and drain cap. Old style components include, printed circuit board (pcb), enclosure and drain fitting. A new drain fitting and reservoir cover were attached to power up the device without leaks. The device set off an overtemp alarm a few minutes after it was powered on. There were damaged potentimeters on the pcb; they were stressed and were clicking while attempting to make adjustments. The reported "overtemp at powerup" issue was replicated and the cause was attributed to the user. No action was taken to repair the device due to the age and condition. The device was deemed beyond economical repair and will be scrapped.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system exhibited "overtemp" at powerup. It was not specified whether this event interrupted therapy. No adverse effects were reported.